Manufacturer narrative:
This report is filed on november 25, 2016. Device not returned to manufacturer.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2016 due to malformation in the cochlea. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on march 23, 2017.